Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that that the right ventricular (rv) lead had rising impedance and high impedance measurements. The right ventricular (rv) lead was explanted and replaced. It was reported that intraoperatively that there was a placement issue with the left bundle branch rv lead. It was noted that initially screwed into the septum but the lead showed no further progression into the septum with torque only showing to be built up in the proximal portion of the lead body. The sheath was slit and the lead was removed and it was noted there was tissue noted on the helix of the lead. The lbb rv lead was attempted/not used. No patient complications have been reported as a result of this event.

Event description:
It was further reported that the rv epicardial lead was inactivated. It was further noted that no amount of torque even with catheter fully extended over the lead would allow the lead to budge. The sheath was slit to help remove the lead out of the septum.

Manufacturer narrative:
Product event summary:the distal portion of the lead was returned and analyzed. The helix of the lead became extrinsically distorted due to pulling/stretching/overstress. The distal low voltage electrode of the lead was covered in body tissue/fibrotic growth. The helix of the lead was extrinsically bent. Visual analysis of the lead indicated damage at implant. The analyst noted only the distal segment of the lead was returned with the helix stretched and bent with tissue in the helix. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.